Event description:
Resident put to bed by two cna's who inappropriately chase a wheelchair waist restraint to restrain him in bed. The belt was secured on either side of bed but sat across residents waist rather than around it. The resident easily slipped out from under the restraint climbed over or by passen bedrails and was found in their on right hip which was fixed and required surgical repair. The device failed only in that it was applied incorrectly by the laser. Thought it contributed to incident was not a direct causeinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: misapplication of device. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other. The device was not destroyed/disposed of.